Event description:
Biohazardous material accumulates inside the ventilation unit (inside cover please see pictures). Reoccurring problem with hamilton c2/c3 devices. Biohazardous material is assumed to be bodily fluids (plasma, blood, phlegm, lung fluid, etc. That accumulate and splatter inside vent front cover. Unknown exposure to these pathogens/ infectious microorganisms etc. Over time not only does the inside front cover become contaminated but splatter to other nearby components occur.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) to (B)(6), 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint. The issue was discovered during maintenance of the device. There was no patient involvement. The origin and the specifications of the discovered fluids were not determined. The root cause of the fluids in the case of the device cannot be determined. The device was cleaned, and the cover of the device was replaced during the maintenance. There was no reported patient or user harm. Nevertheless, the complaint is reportable.

Manufacturer narrative:
Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.

Event description:
Biohazardous material accumulates inside the ventilation unit. Reoccurring problem with hamilton c2/c3 devices. Biohazardous material is assumed to be bodily fluids (plasma, blood, phlegm, lung fluid, etc. That accumulate and splatter inside vent front cover. Unknown exposure to these pathogens/ infectious microorganisms etc. Over time not only does the inside front cover become contaminated but splatter to other nearby components occur.